Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer report number: 1627487-2020-31565. It was reported that the patient had been experiencing ineffective therapy after suffering a fall. An x-ray confirmed that lead migration had occurred. Surgical intervention is anticipated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device was explanted and replaced. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.